Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that fibrosing was noted with anterior shift of the lens and a myopic refraction approximately 20 days post implant in the patient's right eye. The surgeon attempted to reposition the lens and the anterior capsule rented. According to the surgeon, the likely cause of the event was "patient not on atropine the first week and steroids were stopped after 4 weeks". The lens remains implanted and the surgeon is evaluating the treatment plan.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. One retain sample from the same lot (745411) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.